Event description:
Complainant alleged that during functional testing, the device would either have a delayed power up or not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was evaluated by zoll medical singapore. The customer's report was not replicated or confirmed. The device was put through extensive testing, which included bench handling and power cycling and stress testing of the power button without duplicating the customer's report. An internal inspection found no discrepancies. The device is recertified and returned to the customer. No trend is associated with reports of this type.